Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a lot of play in it and was a little shaky when trying to grasp tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the high-resolution stereo viewer (hrsv). It was identified while grasping tissue. The instrument moved in the intended direction. The instrument appeared loose while grasping tissue. The instrument could be closed, and the tip would wobble while the tissue was being grasped. The issue was not resolved, but the whole procedure was completed with the same instrument. The instrument was inspected prior to use, and no damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes tip to appear little shaky when trying to grasp tissue. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.